Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. The inner diameter (ID) of the introducer sheath and the outer diameter (od) of the pusher assembly mid-joint were measured and found to be within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If the mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be encountered upon attempting to advance the smart coil out of its introducer sheath. The ID of the introducer sheath and the od of the pusher assembly mid-joint were measured to be within specification. During the functional test, the smart coil was advanced through a demonstration microcatheter and out of the distal tip without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while preparing a smart coil, the physician attempted to advance a smart coil out of its introducer sheath and into a bowl of saline to review the shape of the coil. However, the physician felt resistance and was unable to advance the smart coil out of its introducer sheath. The resistance advancing was found prior to use and, therefore, the smart coil was not used in the procedure. The procedure was completed using two new smart coils.